Event description:
Meter is ready in mmol/l instead of mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) meter was in mmol instead of mg/dl. Recall meter complaint and meters are being scrapped. The root cause is meter was configured with the wrong unit of measure. Product codes updated. Correction of 510(k) #: k090495. (B)(4).

Event description:
Meter is reading in mmol/l instead of mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.